Manufacturer narrative:
Date of post-operative event is unknown. Manufacturing investigation evaluation: there are some stress marks visible on the screw, but no other damage is evident. The manufacturing documents were reviewed and no complaint related issues were found. The locking feature relevant dimensions were checked with no deviations found. Based on the threaded appearance of the marks, it is likely that they were caused by undue contact with the locking feature of the nail. However, it cannot be determined if this occurred during insertion, in-situ, or during extraction. It can be confirmed that the marks were post-manufacturing as the anodized layer is worn out. The complaint is unconfirmed for the screw as there is no allegation against this screw and as the stress marks have no influence on the functionality. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date is unknown. (B)(6). (B)(4) utilized to capture patient¿s revision procedure. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ a review of depuy synthes monument device history records for manufacturing revealed no issues device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the trochanteric fixation nail (tfn), tfn neck screw and tfn shaft screw were implanted at an unknown date. The tfn nail broke post-operatively at the intersection of the nail and the shaft screw. The broken devices were explanted during the revision surgery on (B)(6) 2015. The surgeon reported when removing the nail that the set screw was not fully down. A longer tfn nail was implanted with a satisfactory outcome. The patient was reported to be highly active prior to the event. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the trochanteric fixation nail (tfn), tfn neck screw and tfn shaft screw were implanted at an unknown date. The tfn nail broke post-operatively at the intersection of the nail and the shaft screw. All three parts were explanted during the revision surgery on (B)(6) 2015. The surgeon reported that when removing the nail, the set screw was not fully down. A longer tfn nail was implanted with a satisfactory outcome. The patient was reported to be highly active prior to the event. This complaint is for one (1) unknown shaft screw. This is report 2 of 3 for (B)(4).